Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose at the time of hospitalization. The customer also experiences high blood glucose. The customer¿s blood glucose level was unknown at the time of the incident and the current was 410 mg/dl. The customer¿s relevant blood glucose was 485, 111, 42-47 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer declined the troubleshoot for the low and the high blood glucose. The customer was treated with the glucose. The insulin pump will not be returned for analysis.